Manufacturer narrative:
(B)(4). Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of fibrosis, keratitis, device migration, vision loss, high intraocular pressure and conjunctival hyperthermia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional patient with a xen 45 gel stent in the left eye has need several needlings due to a tension result unsatisfactory. In a gonioscopy, the xen implant is found on the left side in an intra-cameral and probably intra-scleral position and the distal end is no longer in a sub-conjunctival position probably due to significant fibrosis and progressive slipping of the device. It was noted "the implant is troublesome, leads to a decrease of the vision and endothelitis." Under local anesthesia, "decision to remove the xen because malposition in anterior chamber with marked conjunctival hyperhemia and realization of a deep filtering sclerectomy. No intra- or post-operative complications.¿

Manufacturer narrative:
Device analysis: evaluation was performed under magnification. The reported condition of device migration and resulting medical complications are unable to confirm, since migration could only be evaluated in situ and complaint is related to medical conditions. The gel stent received was observed to have some damage, but color, length and overall condition appear typical, and it is unknown when the damage occurred. No further evaluation was conducted.

Event description:
Healthcare professional patient with a xen 45 gel stent in the left eye has need several needlings due to a tension result unsatisfactory. In a gonioscopy, the xen implant is found on the left side in an intra-cameral and probably intra-scleral position and the distal end is no longer in a sub-conjunctival position probably due to significant fibrosis and progressive slipping of the device. It was noted "the implant is troublesome, leads to a decrease of the vision and endothelitis." Under local anesthesia, "decision to remove the xen because malposition in anterior chamber with marked conjunctival hyperhemia and realization of a deep filtering sclerectomy. No intra- or post-operative complications.¿

Event description:
Additional information received noting patient experienced hyperemia.

Manufacturer narrative:
The event of "hyperemia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.